Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after the surgery, it was confirmed that the guidewire did not pass through the hollow of the tap. The tip might have been deformed. The cause was unknown. There was no patient involvement.

Manufacturer narrative:
G2: foreign country - japan h3, h6: the tap was returned to the manufacturer for analysis. There was physical damage. As reported, the returned tap was blocked. The tap was in otherwise good condition. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.